Event description:
It was reported that the ventilator failed the pressure transducer test during the pre-use checks. There was no patient involvement. (B)(4).

Manufacturer narrative:
Further information has been sought. A supplemental medwatch report will be sent when the investigation is completed.

Manufacturer narrative:
According to the received info, the reported pre-use checks failure was corrected by replacing a pressure transducer printed-circuit board (pcb). The replaced part has not been returned for investigation. No logs were available for evaluation. Therefore the root cause for the reported problem cannot be determined from this investigation.

Event description:
(B)(4).

Manufacturer narrative:
Investigation of the returned inspiratory pressure transducer printed circuit board (pcb) has been completed. During tests in a reference ventilator, performed pre-use checks failed in the pressure transducer sub-test due to an offset drift. The expiratory pressure sensor's offset value had drifted and exceeded the allowed limit (+-300mv from default). This offset drift caused a stop of ventilation and several alarms were generated. Microscopic inspection of the pressure sensor showed that there was dirt/particles in the ceramic cavity on the top of the sensor's chip. It was not possible to clean the cavity since the dirt was stuck on the glass foil between the ceramic and the chip. Earlier investigation of other pressure transducer pcb has shown that once the dirt was removed the pressure transducer functioned normally and no offset drift was noticed.

Event description:
(B)(4).